Manufacturer narrative:
The company rep examined the system and replaced the solenoid spacers. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported experiencing no aspiration during a cataract extraction procedure. The case was completed using another system. There was no harm or injury to the pt.